Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 5 months after the dental implant and temp bridge were placed in ada site 3 in the mouth, the implant lost integration in type ii bone. Clinician reported the patient's infection, mobility, inflammation and noted the patient's non-compliance after surgery. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that almost 5 months after the dental implant and temp bridge were placed in ada site 3 in the mouth, the implant lost integration in type ii bone. Clinician reported the patient's infection, mobility, inflammation and noted the patient's non-compliance after surgery. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).